Event description:
It was reported in 2006 that a surgeon was planning a removal case of the bacfix components due to infection. The hardware was implanted in 2004 to correct scoliosis. During the revision surgery cultures were obtained and the hardware was removed in 2006. It was reported that there was no evidence of pus within the wound and the fusion was solid.